Event description:
It was reported that a tsb35 was used during a laparoscopic gastrectomy. It was reported by the affiliate that the instrument fired twice with no incident. The third time with reload, the device jammed. Took reload out of the device, rinsed with water, washed away staples and then put in reload. Tried firing again and it still jammed. There was no consequence to the pt.